Event description:
A medtronic rep reported that axiem cranial became unresponsive while navigating the stylet for a shunt procedure. They were attempting to make a plan when the software didn't respond. The surgeon stopped navigating the stylet when the issue occurred. They performed a hard boot of the system and the registration was saved and he was able to continue using navigation to complete the case with no impact to the pt outcome.

Manufacturer narrative:
The computer was replaced in the system on site and no further issues have been reported. However, the suspect computer was tested in house and found fully functional. Unable to determine root cause of issue.

Manufacturer narrative:
The rep reported the hard drive was 9% full. After several exams were removed from the system, there have not been any issue since. Log files have been received by the MFR for eval.